Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator and expired. According to the reporter of the event, the caregiver for the patient was sleeping in another room and did not hear the ventilator alarming for the patient circuit disconnect condition. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2018 at 04:11:19 local time, the ventilator began alarming for a patient circuit disconnect condition. The alarm had a duration of 1373 seconds, approximately 22.9 minutes. This alarm was not acknowledged. The patient circuit disconnect alarm was followed by a low minute ventilation alarm at 04:34:52 local time with a duration of 6017 seconds, approximately 100.3 minutes. This alarm was not acknowledged until 06:15:09 local time when the device was manually powered off. The device was not powered on again until 07:07:20 local time on (B)(6) 2018. Based on testing and review of the ventilator's event logs, the manufacturer concludes the device operates and alarms as designed. The reported event was caused by a patient circuit disconnect condition. The ventilator alarmed appropriately to alert the caregiver, but the alarms were not acknowledged in a timely manner.